Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remaining longevity for this pacemaker had decreased, from 14 years in january 2020 to 10 years in june. Technical services reviewed the available device data and determined an increase in power consumption began when the patient went into atrial fibrillation (af) in mid-march. It was recommended for the physician to consider programming off atrial sensing to reduce the power consumption. The device remains implanted and in service. No adverse patient effects were reported. The field representative later confirmed that no programming changes were made at this time and the patient will be seen again in about five months. The physician will reassess the patient's af status at that time and determine if any device programming changes are needed.